Event description:
It was reported that the device gives inaccurate spo2 readings event after sensor was replaced. Additional info received indicated that the expected spo2 reading is between 90-98%. No known impact or consequence to pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.